Event description:
It was reported that during a prostate procedure @ 24,559 joules of use and 3:43 minutes, end firing was observed. The procedure was successfully completed with the second fiber. "No adverse outcomes related to the patient" reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char on metal surface; the fiber exhibits scratch marks on outer flow tubing at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) was not cleaned during the procedure